Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about 2 or 3 unknown patients with implantable neurostimulators (ins). It was reported that the consumer¿s healthcare provider (hcp) told them that there are 2 or 3 other patients that have had recharging issues which needed further action. The hcp said the patients were not informed properly.